Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter was displaying the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (11:45pm). At an unspecified date/time prior to the alleged issue, the patient reportedly had experienced symptoms of high blood glucose (specifying symptoms of sweating and headache). The patient denied receiving any form of medical intervention after the alleged power issue occurred. At the time of troubleshooting, the csr verified the patient was using the correct test strips and proper testing technique (per owner¿s booklet recommendation), and the patient was not using the subject meter for the first time. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (07/02/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 6/6/2013 and 6/24/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.